Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported they were in the hospital for a whole and was disconnected from the insulin pump for 10 days. The customer's readings from their insulin pump were not going into the sensor. The customer stated it had nothing to do with the insulin pump but was related to his type 2 diabetes. He was having issues with his stomach. Customer's blood glucose level was 118 mg/dl. The device was not returned.